Event description:
Meter name: one touch basic original. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: weak and tired. A pt reported they were seen by their doctor. Their meter allegedly has missing segments. The result on their meter was unk. The result on the doctor's was unk. The time difference between pt's meter and doctor was unk. Treatment was unk. No further info has been reported.